Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The moderately calcified, non-tortuous, 70-75% stenotic lesion way located in the proximal left anterior descending artery (lad). The physician successfully direct stented the lesion with a taxus liberte - 2.75 x 16 mm drug eluting stent at 12 atms for 20 seconds. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. The physician was able to remove the balloon after a good jerk on the catheter. No patient injuries or complications were reported. Patient status is reported as "satisfactory good".